Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that there was a leak from a hole in the expiratory limb of an rt340 adult breathing circuit. This was found after nine days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the expiratory limb of the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and pressure tested for the reported leak. Results: visual inspection revealed a hole in the returned expiratory limb approximately 3.5cm from the proximal end connector. The pressure test illustrated that the expiratory limb was out of specification and exhibited significant leak. A lot check could not be performed as a lot number was not provided. Conclusion: all breathing circuits are visually inpsected and pressure tested prior to leaving the production line. Any breathing circuits that fail are rejected. The hospital reported that the circuit had passed ventilator test prior to patient use and had been in use for nine days when the hole was identified. This suggests that the leak developed during use. The hole was most likely caused by a puncture in the expiratory limb with a blunt object. The extended use may have also contributed to the damage observed in the expiratory limb. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; -this product is intended to be used for a maximum of 7 days. (B)(4).